Event description:
It was reported via repair work order that the power cord prongs were bent and the ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.